Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter serial number (B)(4). The meter result was 138 mg/dl and the laboratory result 6 minutes later was 57 mg/dl. The meter result was 115 mg/dl and the laboratory result 6 minutes later was 60 mg/dl. The meter result was 113 mg/dl and the laboratory result 15 minutes later was 64 mg/dl.